Event description:
It was reported that this right atrial (ra) lead had dislodged, which was confirmed with an x-ray. This required an additional surgical intervention to explant and replace the lead with another one of the same model. No additional adverse patient effects were reported. The health care facility kept the explanted lead, so it is not available for return.